Event description:
It was reported that the customer experienced a low blood glucose (bg) of 36 mg/dl. Customer was in and out of consciousness and experienced a diabetic seizure. Paramedics were called and glucagon and glucose were administered. Customer was transported to the emergency room (ER) and was treated with intravenous saline. Low bg was resolved with no injury. After 9 hours, customer was discharged from the ER. As the customer initially alleged the pump delivered insulin without user interaction, technical support performed a pump system check with the customer. No issues were identified with the insulin, infusion set cannula/tubing or cartridge. Pump was found to be functioning appropriately. Cause of low bg was not known. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.